Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing of the device, service observed the inlet of the instrument channel was not smooth, preventing service from examining the inside of the instrument channel. Service was not able to determine if the instrument channel was not smooth due to foreign material being lodged, or due to buckling of the channel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was foreign matter in the instrument channel of the subject device. The reported issue was identified during reprocessing of the device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a difference between the reprocess method implemented by the facility and the reprocess method recommended by IFU. The event can be detected/prevented by following the instructions for use which state: "inspect the instrument channel. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.